Manufacturer narrative:
A field service engineer (fse) was dispatched assess the unit on site. The fse replaced the catalytic converter and confirmed that the issue was resolved. System was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), product evaluation, and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was not available for return. The assignable cause of the reported smoke/haze issue is the catalytic converter. The field service engineer replaced this part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The DHR was reviewed and confirmed the unit met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported an event of a "smoke" (haze) was emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.